Event description:
On february 6, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. Customer care explained the calibration process and discussed the potential impact of the inflammatory response shortly after insertion on accuracy. The case was escalated for additional review. The next level support team reviewed the system and noted some variation in sensor values but couldn't determine the cause. They suggested that the system might settle down over the next few days and asked the customer to reach out if further issues arose. The customer clarified that they were not complaining but had mentioned the differences during the post-insertion education class. Customer care reviewed the early days' lag and calibration process with the customer, who was satisfied with the explanation and reported improved accuracy.